Event description:
It was reported that a pericardial effusion occurred. A trace baseline pre-existing pericardial effusion was seen prior to the start of the left atrial appendage (laa) closure procedure via transesophageal echocardiography (tee). The physician performed the transeptal crossing with the versa cross connect system and a double fxd curve watchman access system (was). A 27mm watchman flx laa closure device & delivery system (wds) was selected for use and the 27mm closure device was successfully implanted with no complications. The patient was discharged home the same day. The patient returned to the emergency room the following day with cardiac tamponade. Chest compressions were given, a sternotomy was performed to treat a pericardial effusion, and the patient was admitted to the intensive care unit (ICU) for monitoring. Patient status the patient was discharged two (2) days post procedure.